Event description:
Initial reporter indicated that their (B)(6) handheld computer was frozen on the start interrogation screen. A soft reset was performed that resolved the issue. Software firmware caused event.